Manufacturer narrative:
Device lot number(s) were not provided; therefore, an investigation is unable to be performed and a cause of the reported events cannot be determined. Citation: amin, a., chang, y.s., sullivan, t., salsamendi j. Retrieval of a retained transjugular intrahepatic portosystemic shunt stent graft deployment line. J vasc interv radiol 2018; 29:1330-1331.

Event description:
This information was received through literature article ¿retrieval of a retained transjugular intrahepatic portosystemic shunt stent graft deployment line" published in the journal of vascular and interventional radiology, (B)(6) 2018. This article reports a patient with end-stage liver disease incidentally had a long, linear, echogenic, and mobile foreign body in the right atrium that extended through the tricuspid valve into the right ventricle identified during echocardiography performed before transplant. She had undergone tips creation with a gore® viatorr® tips endoprosthesis one month prior with no reported complications. Under intravascular ultrasound, a 6fr catheter and goose neck snare catheter was used to remove the foreign body which was identified as the deployment line of the tips delivery system.